Event description:
A patient reported blood glucose results of 84 mg/dl with a lifesan meter and 130mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced